Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5fr sheath after a heart catheterization. Reportedly, the starclose se exchange sheath hub would not connect to the starclose device. Hemostasis was achieved with a second starclose se device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information provided

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to connect the exchange sheath to the clip applier was confirmed. The reported loose exchange connection appears to be related to operational context such that the exchange sheath interacted with the cutter. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.